Event description:
It was reported that during a device replacement procedure due to normal battery depletion, the physician observed abrasion damage to the insulation of the right atrial (ra) lead. The anesthetist mentioned the patient had also complained of phrenic nerve stimulation (pns) near the area. The physician elected to use a lead repair kit to cover the insulation abrasion to resolve the event. The ra lead remains implanted and in service. The patient was stable with no additional adverse consequences. The replacement procedure was completed with no other complications.